Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. The physician was unable to place the lead as the guiding catheter dislodged from the coronary sinus. The catheter was manipulated externally and implant of the lead was reattempted but unsuccessful as the guidewire could not be fully advanced within the lead. The lead and guidewire were extracted and an alternate lead was implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted neither a guidewire nor catheter were returned with the lead. Guidewire insertion testing was performed and the lead performed as expected. Additional tests were performed inserting the lead in both various sized catheters and a hole gauge with no anomalies observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.